Event description:
Emergency off system did not function. Machine stayed on after numerous emergency off buttons were activated. On the evening of 6/09/94, rptr was testing the emergency procedure for lowering the couch. He activated the emergency button for couch lowering which should remove all power from the machine, and switch the couch longitudinal and vertical motions to battery power. At this time rptr noticed that the water pump was still operating. He then pressed the stand emergency off switch, and the room wall emergency off switch and the pump continued to operate. Rptr then went to the console and activated the console emergency off switch and the machine stayed on. Next, rptr activated the right emergency door switch on the modulator. He thought he could hear a relay pull in or release but the machine did not shut down. Rptr activated the right side emergency off switch on the front of the modulator and the machine stayed on. He then opened the modulator right side door and noticed that the interior emergency button was still pressed in. Rptr released it and tried the front panel emergency button again hoping to see or locate the relay that was making the sounds of being activated or deactivated. At this time the machine finally shut down. Rptr suspects that the start button was activated and that when he was pushing and pulling on the emergency off button on the front panel of the modulator, the start button released of its own accord.